Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot number 00371 was returned and analyzed. Visual inspection of catheter showed the fluid was noted between the two balloons. Verification of the smart chip file indicated the catheter was used for 19 injections. The catheter failed the performance test due to system notice #50005 ¿the safety system detected fluid in the catheter and stopped the injection.¿ upon connecting to the console. Dissection testing showed traces of liquid/blood inside the catheter. A pressure test revealed the proximal joint of the outer balloon was detached and fluid had penetrated into laser drill holes. Both balloons and guide wire lumen had no breach or any pin hole. The dissection/pressure test showed a guide wire lumen kink at 1.2 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after completing a cryo ablation case, it was noted that blood was seen in the coaxial umbilical cable and a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The vacuum was released and the cables were disconnected from the console. A manual retraction kit was used to test the integrity of the balloon outside the body in a saline bath. No bubbles exited the balloon, nor any saline pulled into the syringe on vacuum. No patient complications have been reported as a result of this event.